Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the conformable gore® tag® thoracic endoprosthesis instructions for use, complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to dissection, perforation, or rupture of the aortic vessel & surrounding vasculature.

Event description:
On (B)(6) 2020, the patient underwent endovascular treatment of a type b aortic dissection using conformable gore® tag® thoracic endoprosthesis. A 21 mm gore® tag® device was implanted in the descending thoracic aorta, and an additional 31 mm gore® tag® device was placed proximally. A final procedural angiograph reportedly identified a new dissection at the distal edge of the 21 mm device. The physician elected monitor the dissection, and no additional treatment was performed. The procedure was completed without any further reported complications, and the patient tolerated the procedure.